Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15562. It was reported that during the device implant procedure, inadequate sensing issue and loss of capture at high outputs were observed on the atrial lead. The lead was repositioned multiple times. The physician was concerned the lead problem. The lead was sensing normally when the physician put it into the ventricle. Another attempts were tried with new leads but yielding the same results. No atrial lead was implanted. The device was put to vvi instead of dual chamber. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.